Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿unidentified loose object inside device¿ was confirmed. ¿ on 31-mar-2025, pcu device was received unboxed and with paperwork. ¿ internal investigation revealed a loose retainer clip falling off the main speaker on sio board. ¿ device to be returned to san diego repair center for normal processing. ¿ recommend bd san diego repair center replace the nuts and re-torque the loose retainer clip to specifications. ¿ failure investigation report attached to salesforces. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unidentified loose object inside device. There was no reported patient involvement.